Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global unable to properly connect and leaked. The following information was provided by the initial reporter: it was reported that after the outer tube was placed, the syringe was connected and blood was attempted to be collected, but the connection was not fitted properly and blood leaked out.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a leak at the connection could not be confirmed from the photographs or physical sample that were provided for investigation. A visual observation of the photos and returned sample revealed no damage or defects that would contribute to the reported event. A functional test revealed no leaks with the returned sample. It was possible to create a secure connection with the catheter adapter. Although the representative sample does not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.